Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the device was returned with the tissue pad missing (piece returned) and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the instrument started to make a weird noise and there was more smoke than usual. It is unknown how the procedure was completed.